Manufacturer narrative:
As of today the investigation is still in process and a follow up will be filed as needed.

Event description:
It was reported that the gantry will not go up or down and it's reading "vertical/rotational e-stop engaged" when it is not. Machine was also producing a pmc 38:27 error code. No injury reported. A field engineer was dispatched to the site and determined a third party service company was working on the motion error and during repairs they wired the c-arm vertical limit switch backwards. The vta drive was jammed at the drive nut. The vertical limit switch was rewired correctly and the vertical drive nut, worm gear, and stops and mountings were replaced. Once this was completed the system was working as intended.

Manufacturer narrative:
Hologic has been working with our customers to ensure the safety and efficacy of our products. The reported system issues have been repaired and the system is working as intended. The replaced parts have been returned to hologic for investigation as a part of already classified recall z-1343-2020. Through CAPA-03064, an initial investigation was performed, and it was determined that the reported incident was a result of excessive wear. The excessive wear was most likely contributed to by inconsistent maintenance of the lead screw/nut lift system. There were no raw material abnormalities that would lead to abnormal wear.